Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was in the 400s mg/dl, which was addressed with a bolus. Reportedly, during follow up, the customer's bg dropped to 230 mg/dl. The customer stated that they still had insulin on board and that bg levels should drop down to target soon. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.